Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and topical skin adhesive was used. During the procedure, upon breaking the ampule, broken glass of the ampule came out. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Conclusion: actual sample was returned for evaluation. Visual inspection was performed and revealed a piercing through which a glass shard protruded in the applicator bulb. A piercing in the butyrate tube was also observed and these piercings coincided in position.